Event description:
It was reported that a minicap contained inadequate iodine. The reporter indicated that the sponge appeared to be dry. The step of setup or therapy during which this was noticed was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.